Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 23 mg/dl. Troubleshoot was not completed for low blood glucose reading. Customer symptom for low blood glucose was unknown. Customer cannot recall the cause of low blood glucose reading. Customer blood glucose reading at the time of the incident was unknown. Customer was waiting a call from their healthcare provider. Customer husband found the customer passed out on bed. Customer was giving orange juice as treatment. Customer current blood glucose reading was 327 mg/dl. Customer was experiencing low blood glucose for 16 hours. Customer was so low; the meter could not read her blood glucose reading. Customer drive support was normal. Customer changed the set on (B)(6) 2017 at 6:30 am. Customer was disconnected during the rewind and prime sequence. Customer did not used the insulin pump until 5:10 pm and did not take any insulin. Customer had low blood glucose reading at 7;30 am. Customer blood glucose reading will vary throughout the day up to 45 mg/dl than back down to 20's when eaten a sandwich. Customer received advisement from her healthcare provider about low blood glucose reading. Customer was advised to avoid any magnetic fields. Insulin pump passed displacement test. Insulin pump will not be returning for analysis.